Event description:
The customer reported less than 5 ml of fluid leaked from the front of the lh 500 hematology analyzer following shutdown. The customer stated that the leak appeared to be a mixture of diluent and clenz and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. The customer stated that the leak occurred following a shutdown and patient samples were not run. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak from underneath the instrument following shutdown. The fse discovered a disconnected tubing between the rear blood detector and blood sampling valve (bsv) and proceeded to reattach the tubing to the rear blood detector to resolve the leak. (B)(4).